Event description:
The customer reported the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable at this time.